Event description:
It was reported to philips when the unit was being checked, it generated a patient disconnect alarm, but a circuit remained disconnected, and the alarm stopped sounding immediately then proximal pressure line disconnect" alarm sounded. The proximal line was connected with the unit. The device did not have patient involvement at the time the issue was discovered, there was no patient or user harm reported. An alternate unit was verified with the same conditions, but the reported phenomenon was confirmed only in this unit. The circuit is an is disposable passive with water trap.

Manufacturer narrative:
(B)(6).

Manufacturer narrative:
The manufacturer¿s international service technician inspected the device but could not duplicate the reported issue. The unit was checked overall, run in tested, cleaned, functionally tested and no abnormality was confirmed.